Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service (020) alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box data revealed a call service alarm (cs 6) with an cs 020 observed in the black box. At power up, the pump displayed the statement ¿reinitializing, please wait¿ and shortly after power on, the pump emitted a cs 020 alarm. The eeprom failed to initialize due to the eeprom hardware failure. (B)(4).